Manufacturer narrative:
Updated section d9 to yes, and entered the device returned date to the manufacturer. The device was returned to our us facility on april 22, 2025. It will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).

Event description:
It was reported that a piece broke off in patient while performing a hysteroscopy, were able to retrieve the broken piece without harm to the patient. No negative impact in state of health reported.

Manufacturer narrative:
Per investigation by the manufacturing site: a connecting rivet has come loose in the joint on the distal side. This is due to a manufacturing defect (investigation carried out by the supplier). The weld seam on the back part was not deep enough. An employee did not drill the hole deep enough. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Correction made to section h6 for component code (g) and investigation conculsion (d) this event is filed under internal complaint ID (B)(4).